Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable thyrotropin (tsh) results for four patient samples. Patient 1: (B)(6) 2015: 0.011 miu/l, 0.037 miu/l. On (B)(6) 2015, on a cobas e601: 0.007 miu/l. Patient 2: (B)(6) 2015: 0.046 miu/l, 0.024 miu/l. On (B)(6) 2015: 0.037 miu/l. On (B)(6) 2015: 0.055 miu/l, 0.016 miu/l, 0.046 miu/l. On (B)(6) 2015, on a cobas e601: < 0.005 miu/l. Patient 3: (B)(6) 2015: 0.017 miu/l. On (B)(6) 2015: 0.037 miu/l, 0.017 miu/l. On (B)(6) 2015, on a cobas e601: 0.017 miu/l. Patient 4: (B)(6) 2015: 0.019 miu/l, 0.024 miu/l, 0.019 miu/l. On (B)(6) 2015, on a cobas e601: < 0.005 miu/l. The results from the cobas e601 analyzer were reported outside the laboratory. The patients were not adversely affected. The reagent lot number was 184998. The expiration date was requested, but was not provided. A serum smear was found on the incubator cover at the sample pipetting position due to it not being placed properly by the customer. Contamination caused by the serum smeared on top of cover was possible. The cover of the incubator was cleaned and the cover was placed correctly. Performance testing and precision testing was performed. The investigation found a handling error which potentially led to the contamination, was the most likely root cause. The cleaning of the instrument and correct positioning of the cover resolved the issue.